Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage was determined. Permeability test: a permeability test has shown that m.blue is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. The results show that the m.blue is operating within the accepted tolerance in the horizontal position, but not within the specified tolerances in the vertical position. A slower outflow in vertical position could be determined. Adjustment test: the m.blue was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found inside. Results: it should be noted that the product was received dry (leaked). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation results, we can determine a slowed outflow at the valve in the vertical position at the time of our investigation. The cause of the slowed outflow can be named as the detected deposits. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a m.blue (#: fx801t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 22 months, weight: 10 kilograms (kg), height: 85 centimeters (cm), gender: male.